Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated while she was attempting to sit down on a chair at her home on (B)(6) 2022, she lost consciousness due to hypoglycemia and fell to the floor, fracturing her shoulder as a result. The patient's dexcom cgm was reportedly reading 4.2 mmol/l at the time. The patient's husband was present and performed a comparative fingerstick measurement which revealed a blood glucose meter value of 2.2 mmol/l. The patient's husband then treated the patient with sugar water and took her to the hospital. At the hospital, medical personnel fixed a strap around the patient's shoulder and prescribed her with the painkiller medications dafalgan (paracetamol), tramadol, and novalgin (metamizole). The patient was discharged from the hospital later that day and has not currently undergone any surgery on her shoulder. The patient recovered from the hypoglycemic event and was doing fine at the time of contact two days later. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.